Event description:
A medtronic representative reported after taking 2d images the o-arm was moved to the foot of the bed and noticed smoke from the o-arm. Taking images with the o-arm was discontinued and the case was completed with a c-arm. There was no harm to the pt.

Manufacturer narrative:
Pt info was confirmed to be unavailable. The initial complaint received on (B)(6) 2011 was found to be non-reportable based on info at that time. A retrospective review based on investigation of an incident reported (B)(6) 2012 revealed that this incident had the same failure mode. The initial hazard review identified that this failure mode could potentially cause burning to the pt or user. Troubleshooting by the on-site medtronic representative determined that the standalone board and relay had been damaged. Part replaced/returned via RMA 00349606. An investigation of the returned standalone board and the crydom relay revealed that the diodes on the standalone board short-circuited, allowing current through the relay in excess of the relay rating causing it to overheat. Although no one was injured, such a failure mode could potentially cause burning to the pt or user.